Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing with intermittent r-wave amplitude changes, leading into inappropriate shock. The noise was not reproducible with isometrics and the system was reprogrammed. This electrode remains in service. No adverse patient effects were reported.